Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer was in emergency room due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2019 with blood glucose level 89 mg/dl at the time of hospitalization. The customer blood glucose level was 599 mg/dl at the time of incident. Customer experienced symptoms such as abdominal pains, nausea, vomiting, minor headache. The customer was assisted with troubleshooting. The customer was treated with intravenous fluid for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer stated that the drive support cap appears normal. Customer reports they did contact their health care professional regarding the high blood glucose. Customer reports bolus wizard was programmed accurately. Customer stated that the self test was passed. The insulin pump will not be returned for analysis.